Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin and skipping the air removal step when filling the cartridge. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide and educated customer to perform the air removal step when filling the cartridge. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.